Event description:
It was reported to baxter (B)(4) that a infusor sv2 overinfused during patient use. According to the reporter, a (B)(6) male patient (a.m.) Was undergoing chemotherapy treatment through a folfox avastin protocol. The reporter stated that the infusor was filled on (B)(6) 2009 at 09:00 with sodium chloride (nacl) and 3100mg of 5-fu (B)(6) with a total fill volume of 96ml. Per the customer, the solution was not filtered, no issues were observed during the priming step, and no forced primed was performed. The infusion started on (B)(6) 2009 at 13:00 and emptied at 19:30. The flow was checked after the filling step and no air bubbles were observed in the inlet. According to the reporter, the infusor was connected to the patient through a huber needle located at the level of the chest, the patient was caring the infusor at the level of his waist, and there was no other infusion connected at this access point. There was no report of patient hyperthermia nor a heat spot located close to the patient. The actual infusion was 6 hours and 30 minutes whereas the expected infusion was 48 hours. There is not report of patient injury or medical intervention.

Event description:
Reportedly a 2800, 21mm was explanted after a 132 month implant duration due to unknown reasons. Received operative report with returned device in 2009. Operative report indicates device was explanted due to aortic insufficiency, as well as aortic stenosis. The valve had a significant pannus, essentially the posts were stuck to the arterial wall.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: discoloration and stiffness, common characteristics of dehydration are evident in the tissue. Heavy calcification is detected in the cusp area of all three leaflets, and in the free margin of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by 5mm. Section of the host tissue overgrowth layer has separated from the inflow tissue. Host tissue is minimal at the tissue outflow; it encroached onto the tissue by 2mm. Moderate host tissue is detected at the stent inflow. The wireform is exposed at commissure 2 and 3 at the outflow aspect. Cuts in the sewing ring along leaflet 2 and 3 are evident. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.